Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded new cartridges and continued to use the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.